Event description:
It was reported to covidien in 2008, that a customer had an issue with a urology catheter. The customer reported the balloon would not deflate for removal. It had to be removed surgically with needle.

Manufacturer narrative:
Submit date: 1/7/2009. An investigation is currently underway. Upon completion, the results will be forwarded.